Event description:
It was reported during a laparoscopic nissen fundoplication the white ring/gasket from the 511sd trocar was found in the abdominal cavity and was retrieved by surgeon. The case was completed by opening a new 511sd trocar. There was no consequence to the pt.